Event description:
Information was received regarding a cadd extension set. It was reported that patient spontaneously called to explain that she could see her tubing leaking. While on the phone, patient noted that she previously had surgery and the swelling may have dislodged the port/line. She was advised to report to the emergency department (ed), so patient called 911 and was seen in the ed. It is unknown if the patient was admitted. Outcome of the event is also unknown.